Event description:
The manufacturing representative reported, the patient experienced cardiac arrest during scs replacement surgery. The event occurred subsequent to removal of all system components, but prior to implant of the new system. One lead had been placed, the physician was placing the second lead and the patient experienced breathing difficulties; the patient obstructed, went into respiratory arrest and cardiac arrest. The patient's condition was stabilized; all product was retrieved and the patient was transferred for admission to the hospital. The patient status after the case was unknown. Additional information has been requested from the physician.